Event description:
It was reported that during da vinci-assisted incisional hernia surgical procedure, a force bipolar wrist joint was dislodged. The instrument wrist was bent in an abnormal way. The procedure was completed with no reported injury.

Manufacturer narrative:
The reported issue was resolved though phone support. It was confirmed that the issue was resolved by replacing the instrument. No site visit was conducted. The system was verified and ready to use.